Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing noisy signals but with isometrics the noise were not reproducible. Trouble-shooting lead and possible programming options were recommended. According to the field representative in december of last year the lead was going to continue being monitored as the patient did not experience any adverse effect. The rv lead remains in service. No adverse patient effects were reported.